Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was failed, which hindered users from accessing the medication. A field service engineer removed and replaced the main controller board, and confirmed that the customer was able to recover and inventory the drawer multiple times with no further issues. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
The customer reported that the pyxis medstation es system drawer 6 had failed, which hindered users from accessing the medication. This incident resulted in a delay to patient care and there was no patient harm. There were no adverse events or injuries reported based on this incident.